Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. Following plain old balloon angioplasty (poba), a 3.50x32mm synergy stent was advanced however, it was unable to cross. Poba was performed again and the physician attempted to reintroduce the device but it was noted that the stent edge got lifted. The procedure was completed using 3.5x32mm synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the crimped stent found that proximal stent rows 4-5 were damaged with stent struts lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 540 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. Following plain old balloon angioplasty (poba), a 3.50x32mm synergy¿ stent was advanced however, it was unable to cross. Poba was performed again and the physician attempted to reintroduce the device but it was noted that the stent edge got lifted. The procedure was completed using 3.5x32mm synergy¿ stent. No patient complications were reported and the patient's status was stable.